Event description:
A (B)(6) advia centaur xp (B)(4) igm result and a (B)(6) total result were obtained for a patient sample. The (B)(6) total result was generated at a reference laboratory (B)(4). The patient sample results were repeatedly positive for hav igm and negative for (B)(6) total. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hav igm results.

Manufacturer narrative:
The cause for the discordant (B)(4) results is unknown.the calibrations and daily qc were within range for all the runs.the instrument is performing within specifications.no further evaluation of the device is required.